Manufacturer narrative:
The commander delivery system and the expandable sheath (esheath) were returned to edwards lifesciences for evaluation. The delivery system was returned fully inserted into the sheath with the valve crimped over the inflation balloon. The delivery system was returned with a kink on the balloon shaft distal to the y-connector strain relief, possibly due to packaging of the device for return. Prior to decontamination process, engineering was able to deploy valve off of the balloon. The balloon was fully inflated and no leakages were observed. No resistance was observed during withdrawal of delivery system through sheath. Therefore, the event of delivery system leakage was reported in error. This report is to correct and un-report 2015691-2016-01165.

Manufacturer narrative:
Investigation ongoing.

Event description:
As reported by our affiliates in (B)(6), the 14fr esheath was inserted with some resistance. The sapien 3 valve and delivery system were prepared and inserted through the esheath. Considerable push force was required to advance the delivery system through esheath. Upon exciting the end of the esheath, the valve alignment procedure was performed and valve was well positioned between the markers. The delivery system was advanced around the arch and the annulus was crossed. When the flex shaft was retracted away from valve, it was immediately noted that the valve moved away from the markers in the direction of the handle by approx. 2-3ml. The flex shaft was pushed back against the valve to reposition it and then retracted the flex shaft again. The valve moved off the markers back in the direction of the handle again. The delivery system retracted to the descending aorta where the implanting team made multiple attempts to position the valve between the markers with the flex shaft retracted but were unable. The decision was made to remove the device and e-sheath and prepare another device. The replacement e-sheath and delivery system were inserted and performed as intended with a successful valve deployment. After inspection of the removed devices, it was seen that the balloon torn between crimp and inflation balloon.